Event description:
A physician reported an issue with the base unit of a a1059 mayfield skull clamp where it slipped while in use. A pt was positioned prone for a c1 laminectomy posterior cervical fusion. The unit slipped. The pt was not repositioned prior to the slippage. There were no apparent injury or reported issues from the pt. Disposable skull pins were used during this procedure. There was no stereotaxy device used during this surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.